Event description:
Nursing unit reported the set leaked from around the port site, although this set model does not include a port or needle free valve. There was no pt harm and no medical intervention was required. Customer stated that there is no add'l event or pt info available at this time.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Customer stated that the set will be returned, ups label provided for product return. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.